Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 22.6 mmol/l. Auto mode information was unknown. Customer stated they had issues with the transmitter and the connection. They were placed a sensor on and calibrated and had to calibrate multiple times because the calibration did not take and continued to stated calibrate now. The insulin pump will not be returned for analysis.